Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The history indicated that the patient was not dispensing enough insulin to fill the infusion set tubing. The patient was also using insulin which had been opened for several months. The patient has continued to use the pump with no reported subsequent events.